Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Additional observations: no other observation observed.

Event description:
Patient reported right side rupture confirmed via ultrasound. Device was explanted and replaced.

Event description:
Patient reported right side rupture confirmed via ultrasound. Device was explanted and replaced.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required a review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.